Manufacturer narrative:
The actual electrodes from the event were not available for evaluation. Instead, electrodes from medwatch number 1218058-2021-00110 of the same lot number 0321 were investigated. The customer's report was not replicated or confirmed. The reported problem was not observed in rescue mode. Under rescue mode, the pads completed the self-test with no issues found. However, the pads were failing intermittently in non-rescue mode when manipulating the packaging of the pads. The error was found to be a non-critical error , which will not cause the device to fail in rescue mode. Evaluation of the retain electrodes did not reveal any irregularities that would have contributed to the reported event. Analysis of reports of this type has not identified an increase in trend. Reports of this nature are typically not considered to be medwatch reportable as there is no potential for clinical impact.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the associated device prompted a "unit failed" message using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.